Manufacturer narrative:
Since the filing of the initial medwatch report, the investigation has completed. The product was returned for analysis and as reported the impella shape was deformed. The team had reported a "knotted" pump, but upon return the pump was seen to be kinked. The catheter and cannula were kinked. Imaging was not shared to observe the kink or knotting as reported. The pump was removed by some intervention, though the method of removal was not shared, whether it was snared or not. The pump deformation did not cause any lasting harm to the patient. The pump was replaced and hemodynamic support proceeded. The failure mode will be monitored and trended.

Manufacturer narrative:
The distributor has not yet returned the impella pump product or the data logs. Upon completion of the investigation, a final medwatch will be filed.

Event description:
The complainant in (B)(6) notified the distributor on may 30, 2019, of a product malfunction on (B)(6) 2019, involving the impella 2.5 pump. While advancing the impella to the left ventricle, the team encountered difficulty advancing beyond the aortic arch. The aorta was known to be heavily calcified and the physician felt friction and a need to use more than typical force. The pump became lodged within the aorta and was retrieved by a gooseneck snare. When snared from the aorta they observed the pump to be kinked and "knotted". The team placed a new impella via the contralateral access in the opposite leg and the support was successfully initiated.